Event description:
On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and left common iliac artery aneurysm. On (B)(6) 2012, a computed tomography revealed that the right side of the graft was completely occluded with thrombus. On (B)(6) 2012 the pt was implanted with a bare metal stent on the right side to treat the occlusion. The pt tolerated the procedure. A f/u computed tomography revealed that the right side had become occluded again with thrombus. On (B)(6) 2012, a thrombectomy and femoral-femoral bypass procedure were performed. The blood flow was restored on the right side and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that the (B)(4) lots met all pre-release specs. A review of the (B)(4) lot could not be performed due to the lot number being unk. Please note add'l devices implanted and related to this event: (B)(4).